Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735521ent, lot number: unknown h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a a localizer not connected error. After plugging in localizer, issue resolved. There was less than an hour delay in surgery. Patient impact was not provided.

Event description:
Additional information was received from the manufacturer representative. It was reported that the issue occurred pre-operatively. The issue occurred during setup of the equipment. It was unknown what type of surgical procedure was being performed. It was confirmed that there was no impact to patient outcome and less than an hour delay to the procedure. On 2024-nov-07 e3 (rep): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.